Event description:
The facility representative reported a pump that "stopped infusing during priming." No pt injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
The pump has been received in baxter, but an evaluation has not yet been completed. A follow-up report will be submitted when the evaluation is completed.